Manufacturer narrative:
The insulin pump was programmed with the correct time and date and passed the reset error test and self test. The insulin pump was monitored and no unexpected time and date anomaly or reset error alarm was noted. No time loss or gain was noted. The insulin pump was programmed with a 2 unit per hour basal rate and monitored. Several boluses were delivered and all bolus and basal profiles were properly delivered and recorded in the daily totals history screen. The insulin pump was programmed with a test blood glucose meter and communicated properly. The reading showed in the insulin pump history. The insulin pump was downloaded to carelink properly and the report showed the blood glucose values from the meter. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that each time during a bolus delivery, the time resets itself. It was also reported that data was not getting uploaded into healthcare professional's carelink. Customer would call back as insulin pump was not available for troubleshooting.